Event description:
Event description this bipolar lead was returned to cpi for routine analysis following a patient death. There was no allegation received against this lead. This event is entered due to cpi's lab analysis.